Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that no issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, the rotator and imaging core assembly was pulled out from hub. Ic windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. The target lesions were located at left anterior descending (lad) and left main arteries. An opticross 6 imaging catheter was selected for use. During the procedure, the opticross 6 imaging catheter was advanced through a non-bsc guidewire into the target lesions and imaging was then started after which, the physician advanced the opticross 6 imaging catheter further, however, imaging stopped unexpectedly. The physician felt the catheter broke so the opticross 6 was removed and replaced. Case was briefly delayed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. The target lesions were located at left anterior descending (lad) and left main arteries. An opticross¿ 6 imaging catheter was selected for use. During the procedure, the opticross¿ 6 imaging catheter was advanced through a non-bsc guidewire into the target lesions and imaging was then started after which, the physician advanced the opticross¿ 6 imaging catheter further, however, imaging stopped unexpectedly. The physician felt the catheter broke so the opticross¿ 6 was removed and replaced. Case was briefly delayed. The procedure was completed with a different device. No patient complications were reported.